Event description:
Information received by medtronic indicated that there was a leak from the hemostatic valve of the sheath. The cryoablation procedure was completed without changing the sheath. There were no patient symptoms/injuries related to this event.

Manufacturer narrative:
The device has not yet been returned for evaluation. Results of evaluation of returned device will be submitted in a supplemental report.

Manufacturer narrative:
The returned device was visually inspected and functionally tested. Visual inspection showed the shaft was intact with no apparent issues. The reported leak from the hemostatic valve could not be reproduced. Multiple aspirations / injections were performed without air bubbles or leaks; hemostatic valve was leak tight. This report will be recorded and trended.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.